Event description:
It was reported that one week after a huber needle puncture. Tried to remove the needle during needle exchange, but there is no safety mechanism working. There is no needle fit in the base, needle appears to be bent. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficulty advancing the safety mechanism is confirmed and was determined to be use-related. One 22 ga x 0.75 in. Safestep infusion set without a y-site was returned for evaluation. An initial visual observation revealed use residues throughout the returned device. The safety mechanism was completely advanced over the needle tip upon the return of the infusion set. A bend was observed along the distal portion of the needle. A needle injection cap was attached to the luer of the device. A microscopic observation revealed the black sleeve in the safety mechanism was bent. Because of the bend observed along the distal end of the needle, the complaint of difficulty advancing the safety mechanism is confirmed. The distal end of the needle may bend during use from hitting the back, plastic portion of the port, or during the insertion process. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that one week after a huber needle puncture. Tried to remove the needle during needle exchange, but there is no safety mechanism working. There is no needle fit in the base, needle appears to be bent. There was no reported patient injury.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.